Manufacturer narrative:
Continuation of d10: product ID: 990063-020, product type: mapping catheter; product ID: 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced coughing while the left superior pulmonary vein (lspv) was ablated. Bleeding from inside the mouth or near the throat was later discovered while suctioning. It was surmised that another manufacturer's esophageal temperature catheter may have contributed to the bleeding. The case was completed with cryo. The bleeding was determined to be healed, "after removal of the respiratory organs after the surgery," however, blood sputum appeared and a hematoma near the left lung was observed on a computerized tomography (CT) scan. It was surmised there was a perforation from the mapping catheter. The patient was subjected to extended hospitalization. The bleeding stopped and the hematoma improved so the patient was discharged from the hospital five days post-procedure. No further patient complications have been reported as a result of this event. It was later reported that the balloon catheter and sheath were not advanced as deeply as the mapping catheter, and the mapping catheter was inserted and removed several times to advance the depth. It was also reported that "removal of respiratory organs" meant removal of the breathing equipment.